Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device and although the reported guide wire notch leak and balloon rupture could not be confirmed, av confirmed a leak at the distal end of the hub. Additional information received confirmed that the correct device was returned and that the physician had suspected balloon rupture due to the balloon not inflating, but a ruptured had not been confirmed. The physician also confirmed that fluid was observed to be leaking from the guide wire exit notch, but not the hub. A review of the complaint handling database found no similar incidents from this lot. Av determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. As no guide wires were able to cross this lesion, the lesion will be treated via medical management with medication until a future intervention date can be set to treat this lesion. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, 95% stenosed lesion in the non-tortuous right posterior tibial (pt) artery (at the right ankle joint) that was obstructing distal flow. A 5.0 mm x 120 mm x 150 cm armada 18 otw balloon dilatation catheter (bdc) was prepped without issue and was advanced to the lesion without resistance. When inflating the device to nominal pressure, a leaking of contrast was noted at the guide wire exit notch then the balloon ruptured. Dilatation was considered completed and the bdc was withdrawn without difficulty. No other issues were noted with the armada bdc. An attempt was then made to cross the lesion with a hi torque (ht) command 300 cm guide wire, but this device failed to cross due to patient anatomy and was withdrawn without further issue. An attempt was then made to cross with an ht 018 connect 250t 300 cm guide wire, but resistance was felt and this device also failed to cross due the anatomy. The ht connect was retracted without difficulty. An attempt was then made to cross with a 014 ht winn 200t 300 cm guide wire by attempting to torque the guide wire past the lesion (with no force applied during advancement, however, the ht winn was difficult to torque, did not cross, and the tip separated and resides in the ankle area. The remaining proximal portion of the winn guide wire was withdrawn without difficulty. As the physician felt that the separated tip was not a threat to the patient, it was left in the anatomy with no intervention attempted and no interventions planned to retrieve the tip.